Manufacturer narrative:
It was reported that between tibial tray implant and bone a little bony bridge has built. Revision surgery is planned to remove this bony bridge and exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that between tibial tray implant and bone a little bony bridge has built. Revision surgery is planned to remove this bony bridge and exchange the poly insert.